Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station screen is frozen. The customer rebooted the station but still issue persist. The customer stated that this malfunction caused a delay in dispensing the medications to the patient.  There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter phone. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined the station was stuck on frozen screen. The technical support specialist (tss) identified that the system had low mem. The tss then dialed into the station as carefusion admin, found that the space sniffer was run and it was found that consuming most of the space, with free space below 10%. The space cleanup was performed following the article named clean winsxs folder to free disk space (win10 devices only), which successfully freed up space to 27%. The issue was resolved and confirmed with the customer that the station functioning properly. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station screen is frozen. The customer rebooted the station but still issue persist. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.